Event description:
The customer reported that while a patient was being placed onto the autopulse platform (sn (B)(6)), it displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The drive shaft is stuck and cannot be rotated back to the home position. The patient was a 65-year-old, 180-pound female with a history of diabetes. Manual CPR was performed for 18 minutes. The patient was found in asystole and remained with that rhythm throughout care. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review and functional testing. The root cause for the (ua) 45 error was due to the drive shaft not being at "home position." The error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the drive shaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to a sticky clutch plate, caused by sharp edges from all 12-hex edges of the armature plate. This might have caused difficulty for the user to pull up the lifeband completely prior to turning the device on. During visual inspection, related to the complaint, the encoder drive shaft does not rotate smoothly, and exhibited binding and resistance. No other physical damage was observed on the platform. A review of the archive file showed the device displayed multiple (ua) 45 on the event date. Based on the archive review, upon powering on the encoder drive shaft position was not within the normally acceptable range at 7209 cts (encoder lower_limit = 2735 counts, encoder upper_limit = 3409 counts). The autopulse platform failed initial functional testing due to the displayed (ua) 45 error message, thus, confirming the customer's reported complaint. The clutch plate was deburred, and the drive shaft was rotated to the home position to address the sticky shaft and clear the (ua) 45 error message. Following service, the autopulse platform passed the run-in test until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctiveuse-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressionswhen effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, therescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage ofautopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.